Event description:
FDA reported to depuy acromed that they had received a report from a user facility reporting an event involving a screwdriver. It was reported that the tip of the driver broke off during use and could not be removed. It was left in the body. This event had not been previously reported to depuy acromed and an MDR is being filed to document this event.